Event description:
Drive devilbiss is the initial importer of the device which is a rollator. The device has not be retrieved for evaluation. The end-user was using the device to get to the rest room at approximately 1am. The loop part on the brake broke and she fell. She hit her head and was bleeding. She went to the hospital. She does not remember what happened. As of the conversation with post market she was still in the hospital. According to her spouse she has been falling a lot lately.